Event description:
It was reported that the device inflated and deflated during testing; however, the device did not deflate while inserted in the patient's vessel. Reportedly, the patient's artery was torn. It is unknown if surgical intervention was required as no further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.